Manufacturer narrative:
Patient city: (B)(6). Patient country: south africa.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was high and the patient was treated with nova rapid pens. No further information available.